Event description:
Kendall monoject needle 18g x 1 contained a hair inside the packaging and another contained a particulate that was not of the package. Dates of use: 2009. Diagnosis: compounding sterile products.